Event description:
On 9/3/96, the facility's materials coordinator contacted a MFR sales representative and reported that the device packaging would not tear properly.

Manufacturer narrative:
The device was returned to the manufacturer and the following is the results of the manufacturer's investigation: a review of the pouch showed that the device tore from one side seal to the other, instead of peeling down the seal. The tearing of the device appears to be the results of a slight over-chevron side of the pouch; this would cause the device to shear instead of peeling down the seal. The shearing of the device does not have any detrimental effect on the packaged components (no particulate or contamination is generated: the device shears cleanly) and presents an inconvenience to the user. A trend analysis was performed on similar incidents for this catalog/lot number and a trend was not identified. A review of the device history record did not reveal any manufacturing variances related to this event. The customer's complaint that "the packgage would not tear properly" has been confirmed. Based on the information available, this event is believed to be an isolated incident. The cusstomer will be notified of the manufacturer's findings. No further details are available. The manufacturer is now closing the file on this event.